Event description:
The patient involved is a homecare patient. The equipment involved was rented by the patient from an outside vendor. The patient was being helped into bed by a family member. The patient was using the bed trapeze. The bed trapeze broke and the patient fell down on the bed rail on the right hip. Homecare personnel contact facility, but the vendor declined to provide the model number or manufacturer of the trapeze.